Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The action taken with the dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The patient did not remember the cause of peritonitis. Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The patient was readmitted to the hospital for an unreported indication (date not reported). The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information received from the nurse: the nurse confirmed that on an unknown date in (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, peritonitis was treated with vancomycin and gentamicin, intra-peritoneally. On an unknown date in (B)(6) 2012 the patient was hospitalized for peritonitis. The nurse did not know dates as the patient came home for one week then was readmitted into the hospital. The patient was still hospitalized. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event. Per the nurse, the peritonitis even was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers h12e01052 and h12f11042. No exceptions were observed that were related to the reported condition.